Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's programmer was not working and they were unable to urinate. Caller stated they saw the a battery sign on the patient programmer, but didn't have any further information. No further complications were reported or anticipated.